Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID# (B)(4).

Event description:
During a procedure, the viperwire guide wire was used with a diamondback coronary orbital atherectomy device (oad) to treat severely calcified tandem lesions from the proximal to distal right coronary artery (rca) at location #2 and #3. The vessel was 90% stenosed with a diameter of 3.0mm. The guide wire was used to cross the lesions, and the first lesion was treated with two passes of the oad on low speed. The oad was then advanced past the second lesion, and the lesion was treated in a distal-to-proximal direction at low speed. The guide wire contacted the oad, and an abnormal sound was observed, and the wire was observed to be fractured at the spring tip. An attempt was made to retrieve the fractured spring tip, however it migrated to a distal site. The decision was made to abandon the fractured spring tip as blood flow was good. The guide wire was replaced with a second wire, and the procedure was completed. The patient condition following the procedure was good.

Manufacturer narrative:
The reported guide wire was received for analysis. The guide wire was observed to be fractured, and the spring tip of the guide wire was not returned. Scanning electron microscopy of the fracture face revealed ductile dimples that indicate an overload condition. This overload likely resulted from the oad contact with the spring tip that had been reported. The root cause of the oad making contact with the spring tip was user error. At the conclusion of the device analysis, the reported event that the guide wire fractured was confirmed, however, the reported event of an unusual noise was unable to be conclusively confirmed through analysis. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The instructions for use warns, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." Csi ID# (B)(4).